Event description:
Customer reported on a bravo ph capsule, that failed to attach. According to the customer , the procedure was done on (B)(6) 2012. The patient was not injured following the procedure.